Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to tubing rupture. All components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to tubing rupture. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. No leaks were found; however, the pump did not pass deflation and activation test. The cylinders were visually and microscopically examined, and leak tested. Both cylinders exhibited wear at folds on the cylinder bodies. The second cylinder had a leak within the wear. Based on the information available and analysis results, the reported tubing rupture was not confirmed. However, the identified leak in the cylinder and pump deflation and activation issues could have caused or contributed to the replacement of the device.